Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose after changing their set. The customer had blood glucose in the 30 mg/dl range at the time of the incident. The customer was at 290 mg/dl at the time of the call. The customer was given food, juice, and glucose tablets to treat. The customer believes the pump was over delivering due to the lows after set changes. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had another low in the 40 mg/dl range after a set change in late november. The insulin pump will be returned for analysis.